Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional, through distributor, reported "rupture". Additionally reported was "ptosis grade 3" which is not device related. Patient was under the recommended age of implantation. This record is for the left side. The device was explanted.